Event description:
The device could not be interrogated. The representative reported that the pt was externally shocked 3 times the day before and also that the pt is on a ventilator which may be causing emi interference. Additionally, it was reported that the implanted device delivered multiple shocks prior to the external shocks. This device has been explanted.